Manufacturer narrative:
Evaluation of the returned pod packing coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed stretching and offset coil winds on the embolization coil. This damage may have occurred from repeated manipulation of the packing coil against resistance. Based on the reported event, the mildly tortuous and calcified patient¿s anatomy may have contributed to resistance during the procedure. The pusher assembly was not returned for evaluation. The root cause of the unintentional detachment could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod packing coil (packing coil) and a lantern delivery microcatheter (lantern), a 4f catheter, and a guiding sheath. It should be noted that the patient¿s anatomy was moderately tortuous and moderately calcified. During the procedure, the physician successfully implanted three non-penumbra coils into the target vessel using the lantern. While attempting to advance the packing coil into the target vessel, the physician determined that the packing coil did not fit in the vessel. The physician made several attempts to retract the packing coil and felt that the coil had unintentionally detached within the lantern. The physician then confirmed that the packing coil had unintentionally detached via angiogram imaging. Therefore, the lantern containing the detached packing coil was removed from the patient, and the packing coil was flushed out of the lantern on the back table. The procedure was completed using a new packing coil and the same lantern. There was no report of an adverse effect to the patient.